Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had low charged battery message on pcu8015. His pcu was over 2 years old and have never been performed battery conditioning. I recommended (B)(6) to replace new battery and emailed him service bulletin for battery conditioning procedure.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description : (B)(4). Track wise number from cad is: 2019-006167 289975. Problem description : (B)(4). Npi sn (B)(6). (B)(6) had low charged battery message on pcu8015. His pcu was over 2 years old and have never been performed battery conditioning. I recommended (B)(6) to replace new battery and emailed him service bulletin for battery conditioning procedure.